Event description:
The customer contacted physio-control to report that their device had a service wrench on the display and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer that he eventually got the device to power on intermittently by pressing the on/off button, but he had to press it repeatedly before it would respond and complete the power on cycle. The customer also stated that there was no obvious damage to the device or the on/off button. The customer advised that due to the age of the device and the costs associated with repair that they have permanently removed it from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.